Manufacturer narrative:
(B)(4).

Event description:
It was reported that induction of vf due to a ventricular pace was observed. The physician believes that the pacing has induced the arrhythmia and was seeking possible programming changes to resolve the issue. Programming changes were made. Device remains implanted.